Event description:
It has been reported that the pt had recently fallen, causing a dislocation.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error regarding this report. A complaint database search finds no other dislocation related incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.